Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Event description:
It was reported that before an unknown procedure, summary of issues below: clips falling out of the cartridge when dropped onto the sterile field. Clips fallen out of the cartridge. It was also noticed visibly before opening the sterile packet. The clip cartridge falling apart into two pieces (two pieces of plastic separating). Clips falling off the applier. Clips forming skewed (uneven joining of distal ends). Clips not loading symmetrically in the applier. Twisting of the clip in the applier. The customer made the point that they have mainly noticed the issues in the white and blue clips, not the yellow or green. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Surgery was prolonged two minutes.

Manufacturer narrative:
(B)(4).